Event description:
Information received by medtronic indicated that customer reported that the insulin pump received pump error 43 an error in the motor was detected by reading unexpected value from hall sensor alarm. Troubleshooting indicated that the customer was able to clear the alarm and was able to resolve the issue. No further patient complications were reported. The customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self-test. No anomalies/alerts/alarms noted during testing. P-cap was attached and locked into place properly. Device was successfully downloaded using thus for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 43 occurred on (B)(6) 2022 09:43 am on event date in history file. Pump was cut open to perform visual inspection and found moisture damage on electrical board1 and motor pins. Electrical board 2 had contained evidence of physical damage. Unable to perform motor test due to moisture damage on motor pins the following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay. Pump error 43 is confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.